Event description:
The surgeon implanted a collamer lens model cc4204bf and that was torn upon insertion. The lens was implanted and removed without pt injury. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.